Event description:
It was reported that while using the acucise catheter on the right ureter secondary to stone removal that a 1mm uterine artery was injured and bleeding occurred. The pt underwent exploratory laparotomy and was stabilized. No further pt injury or complication was reported.